Event description:
The following complaint was reported: senior nurse contacted his senior account manager on ((B)(6) 2013 - unk) with the following limited info; "there has been an incident on the burns unit where the strengthening fibers have cut into a small child's skin". As a result the unit has discontinued the use of aquacel burn on all pts until an internal investigation is undertaken.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The senior nurse had promised to send a full report and photographs (these were expected yesterday), however he has not been back in touch with us and we cannot get hold of him. Additional info is being requested regarding the reported complaint. There are no additional pt/event details available at this time. Should additional info become available, a follow report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 12/24/2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.